Event description:
The device was used during an esophagojejunostomy procedure. Reportedly, the anvil did not tilt. The surgeon turned the instrument and removed it from the application site. The hosp has reported no pt injury occurred.